Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure. The left ventricular lead was placed into the target vessel using a guidewire. When the long sheath was removed, the lead dislodged. The lead was full of blood and a stylet could not be inserted. Another lead was attempted to be placed. The lead could not be placed due to patient anatomy. The procedure was ended.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.5cm. Analysis was normal. No anomalies were found.